Event description:
The reporter stated the surgeon inserted a silicone three piece lens and the trailing haptic tore. The incision was enlarged to remove the lens and the backup lens was implanted. Sutures were required to close the incision. The reporter stated the surgeon was having a problem with the injector used. The reporter stated the surgeon has been using a competitor's injection system with this model lens. The surgeon is aware that using a competitor's injection system is off-label use and has not been approved by the manufacturer for use with this lens.

Manufacturer narrative:
Incision sutured.